Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative ultrafiltration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:54:45. During night drain cycle four, the patient's ultrafiltration reading was 1443ml, indicating the home patient (hp) drained 1443ml more than their maximum programmed fill volume of 2000ml. No additional information is available.